Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during an attempted implant, the subcutaneous implantable cardioverter defibrillator system had difficulty converting the induced arrhythmia. External conversion was required. The doctor elected to implant a transvenous system instead. The transvenous system was successfully implanted. There were no adverse patient effects.

Event description:
It was reported that, during an attempted implant, the subcutaneous implantable cardioverter defibrillator system had difficulty converting the induced arrhythmia. External conversion was required. The doctor elected to implant a transvenous system instead. The transvenous system was successfully implanted. There were no adverse patient effects.